Manufacturer narrative:
Section a4: unknown/ asked but not available. Section b3: date of event: exact date is unknown/not provided. Best estimate date is prior to dec 5, 2024. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section d6a: implant date: unknown, information not provided. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account initially reported that the right eye (od) was 20/25-2 near j1 intermediate 20/20. Manifest rx : -1.50 +0.75 x 090 20/20. That there was no issue or complaint against the lens in the right eye and that the od was good. On (B)(6)2024, the account reported of explanting a multifocal intraocular lens (iol) of model drn00v +21.5d from a patient's right eye. Uncorrected visual acuity (od) 20/30. Manifest refraction -1.50 +0.75 x 090 20/20. The replacement lens was reported to be drn00v +20.0. No further information was provided. This report pertains to the patient right eye. The issue with the left eye of patient is not meeting the reportable criteria at this time.

Manufacturer narrative:
Additional information: additional information indicated that the issue with the lens was unexpected post-op refraction, but the patient is status post lasik in both eyes (ou). It was confirmed the replacement lens was of the model as the original lens, but lower diopter (+20.0d). During explanation, there were no medical and/or surgical interventions such as incision enlargement, vitrectomy, or sutures required and no medications prescribed. No patient injury such as capsule tear reported. It was confirmed that the patient's visual acuity (va) is improving and is happy at this time. The following fields were updated based on the additional information received: section b3: section b3: date of event: 12/5/2024. Section d4: serial number: (B)(6). Section d4: expiration date: jun 19, 2027 section d4: unique device identifier (UDI #): (B)(4). Section d6a: if implanted, give date: (B)(6)2024. Section h4: device manufacture date: jun 19, 2024. Section d3: manufacturer establishment name: amo manufacturing netherlands section d3: manufacturer country: netherlands section d3: manufacturer address - line 1: (B)(6). Section d3: manufacturer city: (B)(6). Section d3: manufacturer state, province or territory: (B)(6). Section d3: manufacturer postal office or zip code: (B)(6). Section h3: evaluated by manufacturer: yes. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: in review, it was noticed that an incorrect date ((B)(6) 2024) was entered in section "d6b" of the initial MDR report. Also, in the initial MDR report, section "h11" it was indicated that a complete catalog number (drn00v0215) for "d4" is unknown which this statement is incorrect as this was the correct catalog number. In review, it was noted that in section "g2" the box for "company representative" was inadvertently not selected. The information has been captured in this supplemental MDR report and the following fields were updated accordingly: section d6b: if explanted, give date: (B)(6)2024. Section g2: report source: company representative. Corrected data: upon further review of the event and based on the additional information provided, since the replacement lens is of the same model with one (1) diopter difference and as the patient visual acuity is improving, patient is happy; this suggests calculation which the patient would have needed a different diopter to be calculated and used for them; therefore, the event no longer meets a reportable explant criteria and no further report will be submitted under this manufacturer report number 3012236936-2025-0000035. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.